Manufacturer narrative:
Other relevant device(s) are: product ID: lcd 9733623 surgeon 24 1920x1200. A medtronic representative went to the site to test the equipment. It was reported that there was no failure with the system found. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a sacroiliac and thoracolumbar procedure, while at the end of the case the site had noticed that the surgeon monitor was flickering while taking the last navigated spin with the imaging system. It was noted as well that it only showed signs of flickering when the camera was seeing the patient trackers of the imaging system. Patient was present. No delay in the case as the surgeon was at the end of the case navigating the last screw placement. There was no reported impact on patient outcome.